Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.

Event description:
A health care provider reported customer was getting an unspecified error message and as a result of being unable to test, experienced symptoms of hyperglycemia, self-presented to a health care facility where she was diagnosed with hyperglycemia and treated with insulin injections, which was a change to their normal medications. There was no report of death or permanent impairment associated with this medical event.